Event description:
It was reported to philips that the device shut off during a software upgrade that was being performed. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was located to corrupted program code in the flash memory u39/u40.